Event description:
It was reported that there were some concerns that a pt's vns device was not functioning properly because the pt was experiencing an increase in seizures. The pt was referred for generator revision surgery. The nurse stated that the magnet swipes were taking longer to work and that the pt has begun making loud noises during the seizures where he did not in the past. Pre-operative diagnostics were performed which revealed the generator may be nearing end of service; however, it was able to deliver the intended amount of therapy. The pt underwent generator revision surgery in which the generator was explanted and replaced. The hospital does not return explants and the explanted generator was disposed of in the operating room. Good faith attempts to obtain add'l info from the pt's treating physician have been unsuccessful to date.